Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a lap nissen fundoplication procedure, the device was leaking pneumo. In the beginning of the case the device did not leak, then after an hour the device started leaking. Unknown if the device was replaced. There was no patient consequence. The hospital will not release the device for analysis.